Event description:
All information previously reported in manufacturer report 2182207-2023-00456. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Sincerely. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).